Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Based on the returned condition of the device, with the heater wire still attached to the base of the jaws, the complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. The confirmed failure mode has been investigated in our CAPA system. (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Initial description given via email "(B)(6) had an issue with a kit yesterday." No further info given, follow up with clinician scheduled for (B)(6). The hospital reported that during an endoscopic vein harvesting procedure, there was an issue with the vasoview hemopro 2 device. A new device was used to complete the procedure. No patient effects.